Manufacturer narrative:
User reported bleeding and pain at the sensor removal site. According to the user, the removal was difficult and performed while she was sitting, resulting in a larger-than-usual horizontal incision. Hours after the procedure, she noticed active bleeding, and the bandage was fully soaked in blood. She removed the blood-soaked bandage herself, causing the steri-strips to come off prematurely. The event was related to the sensor removal. The event was not related to diabetes, so no glucose data was required or provided. User visited an emergency room but was not treated due to insurance restrictions. No medication was prescribed. She planned to follow up at an insurance-covered clinic the following day. Bleeding and pain at the insertion site are known and anticipated potential adverse effects associated with sensor insertion / removal, which do not require additional investigation.

Event description:
Senseonics was made aware of an adverse event where the customer went to emergency room because of bleeding and pain at the insertion site after sensor removal was performed.